Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator endoscopic mucosal resection device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the captivator device was used; however, the suture had snapped and bands could not placed anymore. The procedure was successfully completed with an unknown device. There were no patient complications reported as a result of this event.